Manufacturer narrative:
The unit was not returned for evaluation. It is not possible to verify an assignable cause for the unit failure without evaluating the unit. Insufficient information for a complete investigation. The DHR for microtip lot 19213-03 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4),

Event description:
While attempting to prime the hand piece the error message that the fluid path was blocked kept coming up after repeated priming attempts. New hand piece worked well. (Dr. (B)(6)).